Event description:
It was reported that this implantable device recorded an alert for atrial threshold detected as greater than programmed amplitude. Technical services (ts) observed that upon review of the stored right atrial (ra) automatic threshold electrogram (egm), atrial undersensing can be observed causing functional failure to capture. Programming options were provided. Additional information was provided. Occasional right ventricular (rv) lead undersensing was observed, including functional undersensing as a result of atrial pacing. Atrial undersensing and inappropriate atrial pacing is also observed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device recorded an alert for atrial threshold detected as greater than programmed amplitude. Technical services (ts) observed that upon review of the stored right atrial (ra) automatic threshold electrogram (egm), atrial undersensing can be observed causing function failure to capture. Programming options were provided. The device remains in service. No adverse patient effects were reported.